Event description:
It was reported that the patient experienced urethra atrophy under the cuff of a coloplast. The aus cuff, pump, and balloon was explanted and a new 4.0cm aus cuff, pump, and balloon was implanted. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the previous implanted device was a boston scientific corporation competitor's product.

Manufacturer narrative:
Additional information: previous implant device is a coloplast. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/13/2018 02:12 pm CT. The report number is being corrected from: 2183959-2018-61627 to: 2183959-2018-61368.

Event description:
It was reported that the patient experienced urethra atrophy under the cuff of the artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new 4.0cm aus cuff, pump, and balloon was implanted. Should additional relevant details become available, a supplemental report will be submitted.